Event description:
It was reported that the tip of a flexible reamer shaft broke during an irrigation and debridement of a right femur. This was a revision surgery for the treatment of the remaining limb portion; an unknown portion of the limb had been previously amputated on an unknown date for an unknown reason. There was another instrument readily available for use and the procedure was successfully completed. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.